Event description:
It was reported by the audiologist that the pt, who is multiple handicapped, regularly bangs his head against a wall. Due to this several electrodes became hi in the past. Since approx one week the processor coil does not adhere as well as before without any apparent reason. The standard coil was replaced by a ssm coil, which fits better. Since implantation the pt has never derived real benefit from the implant although he had an intensive rehabilitation program. Revision surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.